Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical inspection. A visual inspection of the returned cycler exterior showed no sign of physical damage. The cassette compartment was inspected and didn¿t find indications of dried fluid. There were no visual indications of particulates around the catch post area and within cassette compartment. There were no burrs or sharp edges in the cassette area that may have punctured a cassette membrane. M01-19 alarm occurred during the start up after the power of the cycler was turned on. Voltage verification failed, missing 24v on the diagnostics screen. Check 24v on power supply present and was not disabled. The dc power cable on j8 of the backplane was identified faulty (crimp problem) causing m01-19 due to unstable 5v output. Replaced dc power cable and the dc voltage outputs became stable. Encountered dim screen. The inverter board was failing due to t1 transformer of inverter board is shorted. An internal visual inspection of the returned cycler encountered no other discrepancies. The device history record did not reveal any issues or problems related to the reported symptom code.upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.

Event description:
A peritoneal dialysis (pd) patient reported a cycler that received an unexpected reset warning during step 5 of setup. The warning occurred once this setup. The patient was not connected during incident. The patient pressed ok, and the warning reoccurred. The fresenius technical support replaced the cycler due to the warning and advised the patient to discontinue using the cycler. Upon follow up, it was confirmed that the patient was able to complete treatment manually. No patient serious injuries were experienced, and no medical intervention was required. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.